Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following finding of a secondary endovascular procedure performed on (B)(6) 2018. Due to the lack of medical records, clinical was unable to confirm the reported event of indeterminate endoleak, sac growth and patient in satisfactory condition. Medical records and images were requested and denied. The most likely cause of the loss of seal (indeterminate endoleak) and procedure related harms could not be determined due to lack of any medical records or imaging. The patient was reported in satisfactory condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. On 04/05/2018, endologix was made aware of a possible indeterminate endoleak. On (B)(6) 2018 an arteriogram was performed. Sac growth was present but no visible endoleak (type 5 endoleak). The physician elected to access the aneurysm sac, then placed coils and an additional suprarenal extension. The leak was resolved and the patient is doing well. There have been no additional patient sequelae reported.